Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00299 on 20-nov-2023. Additional information (28-nov-2023): siemens evaluated the information provided and noted that the customer resolved the issue with routine maintenance to the dilution and sample probe. The potential cause of the discordant results is unknown. The customer is operational. No further evaluation was required.

Manufacturer narrative:
An outside united states (ous) customer observed multiple discordant results on an atellica ch 930 analyzer and reported the results to the physician(s). The customer used the same samples and an alternate atellica ch 930 analyzer to perform repeat testing, stated that repeat test results were valid, and corrected reports were issued. Siemens assisted the customer, reviewed system logs, and observed dilution and sample probe issues. Siemens is evaluating the event.

Event description:
A customer observed multiple discordant results on an atellica ch 930 analyzer and reported the results to the physician(s). The customer used the same samples and an alternate atellica ch 930 analyzer to perform repeat testing, stated that repeat test results were valid, and corrected reports were issued. There are no known reports of patient intervention or adverse health consequences due to the event.